Event description:
The distributor reported on behalf of the costumer that when plugging the power cord into the outlet, there was a small flame and a cracking sound. The power cord got a little black. There were no reports of injury to the patient or the user. The distributor states that the customer reported this to fimea, no report number is known. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The distributor reported on behalf of the costumer that when plugging the power cord into the outlet, there was a small flame and a cracking sound. The power cord got a little black. There were no reports of injury to the patient or the user. The distributor states that the customer reported this to fimea, no report number is known. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). Additionally, IFU contains warning regarding patient and operator safety with damaged power cords. Routinely inspect the ac power cord, blood pressure cuff, spo2 cable, and other accessories for strain relief wear, fraying, or other damage. Replace as necessary. According to the user manual. "The connex spot monitor can be mounted on the ms3 classic mobile stand, mobile work surface (mws) stand, accessory power management (apm) stand, desktop stand (dst), or wall mount. This power supply connects directly to the mains outlet". The apm is an accessory stand with work surface, power supply for enhanced device run time, and organizational bins to arrange sensors and cables for available parameters. The device was received at hillrom service centre on 07-sep-2021 where it was preliminarily inspected. The device was then forwarded to the hillrom manufacturer for a thorough investigation. The device was visually inspected internally and externally. The power chord which was connected to the apm shows blistering on the pins and black scorching on the receptacle. The pins inside of the apm also show signs of blistering. Once the power chord was substituted, the csm unit was fully functional and showed no signs of damage externally or internally. The returned unit shows clear signs of arcing related issue. The spark/arcing is caused when an electric current jump into a circuit or between two conductors. The spark happens inside the ac power outlet when the power cord plug gets in contact initially. If there is an abnormal spark, the likely causes are a bad power cord plug contact or bad ac outlet pins or electrical wiring. In this incident, the power cord plug has worn out after its long usage cycle. The returned unit worked normally with full functionality. The returned csm unit did not behave differently than other good units and no safety concerns were detected on the returned unit. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Manufacturer narrative:
The device was received at hillrom service centre on (B)(6) 2021 where it will be preliminarily inspected. The device will be then forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion as soon as the final investigation will be completed.

Event description:
The distributor reported on behalf of the costumer that when plugging the power cord into the outlet, there was a small flame and a cracking sound. The power cord got a little black. There were no reports of injury to the patient or the user. The distributor states that the customer reported this to (B)(6), no report number is known. This report was filed in our complaint handling system as complaint #(B)(4).